Event description:
Oracle ro (B)(4): it was reported that a membrane switch malfunctioned. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history review was also conducted on the component lot numbers and no discrepancies were found.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
Oracle (B)(4): it was reported that a membrane switch malfunctioned. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed, because the results of the complaint investigation do not indicate, a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found, during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked enclosure and tank cover, wear and tear damaged front cover and line cord and an outdated printed circuit board (pcb) and power switch. Functional testing found, a failing membrane switch. A new membrane switch was attached to the pcb and it worked as intended. However, due to the age and condition of the device, it was deemed beyond economical repair and was scrapped. The root cause of the reported issue was found to be component failure.